Event description:
It was reported that patient experienced chest pain. The right atrial lead exhibited less than 200 ohms impedance and loss of capture. Sensing could not be verified.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.